Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between march 19, 2019 to march 21, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing; including pressure and clear passage under water testing, were performed and the device performed according product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva tpn bag was observed to have a connection issue in conjunction with an unknown access set. The event was further described as "shortly after priming" the line, the spike of an unknown tubing set "dislodged" from the bag. There was no patient involvement. No additional information is available.